Event description:
A 67-year-old woman presented with cardiogenic shock after a ventricular tachycardia induced cardiac arrest with return of spontaneous circulation. She was treated with impella cp, but the initial purge cassette would not prime. This was replaced uneventfully. The patient was subsequently weaned from support 56 hours later and the pump successfully explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (initial reporter phone). Upon review, it was identified that it had been inadvertently submitted in error in the initial report. Corrected information was provided in e3 (initial reporter occupation), g2 (is report source company rep), g4 PMA/ 510(k). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h6 (health effect - impact code). Upon review, it was identified that no patient consequence code was updated to device revision or replacement.